Event description:
A staple misfire during a laparoscopic gastrojejunostomy. Patient discharged after two days but readmitted 16 hours later after episode of uncontrolled vomiting; 15 days later (B)(6) 2021 intestines are not active and patient is not receiving adequate nourishment without artificial IV supplements. Patient remains in hospital with no release date in sight. Dr may try to move (B)(6) yr old to convalescent home rather than correct the problem. FDA safety report ID # (B)(4).